Event description:
It was reported that stent damage occured. The 85% stenosed, 16mmx2.25mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 16 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were lifted up since it scratched the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: premier ous mr 16 x 2.25mm stent delivery system was returned for analysis. No stent was returned with the device. Crimp markings were visible along the length of the exposed balloon, between the proximal and distal markerbands. The balloon cones showed no signs of positive pressure applied. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip found distal tip damage. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. The 85% stenosed, 16 mm x 2.25 mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 16 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were lifted up since it scratched the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient status was stable.